Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. Due to the device not being returned a root cause could not be determined. No further investigation is necessary at this time. (B)(4).

Event description:
It was reported that during a hip arthroscopy procedure using eflex ablator probe integrated cable an electro-pad was positioned on the left arm (opposite the surgical site). The burn has an oval shape of about 3cm on the left shoulder exactly where it had been placed. The burn was treated with connettivina. At the end of operative session there was the presence of a lesion in adherence to the edges of the electrode-pad having the characteristics compatible with that of a burn from electro cautery. It is unknown if there was a procedural delay.